Event description:
It was reported to boston scientific corporation on december 3, 2008, that an injection gold probe bipolar catheter was used during an esophagogastroduodenoscopy (egd) procedure performed in 2008. According to the complainant, during the procedure, the needle failed to retract into the catheter. Procedure completed with another of the same injection gold probe bipolar catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine." Note: after the case, a leak test performed, which identified a small pin hole on the scope.

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.